Event description:
Additional information was received that the patient implanted with this device was presented in the emergency room (ER) following a shock. Upon device interrogation, approximately 40 ventricular tachycardia (vt) episodes were observed in the arrhythmia logbook (al). Some noise was noted on the shock electrogram, which was duplicated during isometric exercises. All lead impedance measurements were within acceptable limits and no oversensing was observed. The patient reportedly endures atrial fibrillation (af) that was undersensed, resulting in an uncorrelated rhythm. Inappropriate anti-tachycardia pacing (atp) occurred, however, did not convert the af. The sales representative was to discuss reprogramming of reducing the atrial automatic gain control (agc) floor. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that the patient with this right ventricular lead underwent a routine pulse generator pg) change out procedure. It was reported that the lead displayed a decrease in intrinsic r waves since initial implant. During defibrillation threshold (dft) testing with the newly implanted device, the patient was initially unable to be converted with a 26 joule and 31 joule shock and had to be externally rescued. A few beats of ventricular undersensing were observed. A second dft test was performed where a 41 joule shock also failed. Fluoroscopy was performed at the end of the implant procedure and the lead appeared to be in the same position but the proximal coil was noted to be high in the patient's anatomy and it was therefore thought that the lead may have moved. The patient and physician elected to not perform any additional procedures to address a possible lead dislodgement. Of note, it was also reported that the patient was sick and the clinical observations could have been related to the patient's status. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.